Manufacturer narrative:
Section a4, a5 and a6: unknown, information was requested but not provided. Section b3: date of event: unknown, not provided, but the best estimate date is between january 20, 2026 and march 24, 2026. Section d4: catalog number: the complete catalog number is unknown, as the serial number was not provided. It was indicated that the lens was a drn00v. Section d4: serial number: unknown; information was requested but not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: unique identifier (UDI) number: unknown, as the serial number was not provided. Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown as product serial number was not provided. An attempt was made to obtain missing information; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal intraocular lens (iol), model drn00v, was implanted in the patient¿s left eye. The lens was subsequently explanted for unspecified reason during a secondary surgical procedure. The procedure was completed successfully with implantation of a replacement lens of a different model (dib00, +13.0 d). The patient¿s outcome is unknown. No additional medical or surgical interventions were indicated. No further information was provided.